Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported guidewire stuck, deformation, fracture and difficult to remove issues as no objective evidence was provided for review. However, the investigation is confirmed for the identified improper method or procedure used issue as the guidewire was tried retracting from the needle. Although the definitive root cause for the reported fracture, deformation, difficult to remove and physical resistance issues could not be determined based upon available information, user related error could have contributed to the identified improper method or procedure used issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (unique identifier (UDI) #), g3, h4, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent long-term dialysis with a tunneled polyester cannula via the right internal jugular vein. During the procedure the guidewire was allegedly found resistance during the insertion of the introducer needle and guide wire. It was further reported that the guidewire could not be removed smoothly and was fractured. Reportedly, patient allegedly experienced bleeding. The guidewire was replaced and the procedure was completed by using another device. However, the current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent long-term dialysis with a tunneled polyester cannula via the right internal jugular vein. During the procedure the guidewire was allegedly found resistance during the insertion of the introducer needle and guide wire. It was further reported that the guidewire could not be removed smoothly and was fractured. Reportedly, patient allegedly experienced bleeding. The guidewire was replaced and the procedure was completed by using another device. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.